Event description:
On (B)(6) 2009, the pt reported that the up and down buttons on his insulin infusion device are not properly working. He stated the issue was intermittent at first, but is now a constant issue. Both buttons pop up when pressed. He stated his device has never been dropped. He will switch to his backup infusion device. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.